Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber broke when connecting to the console. No light was observed to be emitted at any pint along the fiber body. The fiber was not used and a new fiber was utilized to successfully complete the procedure. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that a fiber break was confirmed, as functional analysis identified a fiber break at the connector. It is probable that there was excessive manipulation or bending of the fiber during set-up, likely contributing to the fiber body break. The interaction between the user and device caused or contributed to the observed and confirmed fiber tip damage. According to the instructions for use, the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested on the hene (helium-neon) test fixture. The testing conducted identified a break on the fiber at the connector. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber tip did not exhibit any signs of debris adhesion or devitrification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber broke when connecting to the console. No light was observed to be emitted at any pint along the fiber body. The fiber was not used and a new fiber was utilized to successfully complete the procedure. There were no patient complications and the patient fully recovered.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber broke when connecting to the console. The fiber was not used and a new fiber was utilized to continue with the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.